Manufacturer narrative:
(B)(4). Batch # r58139. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60w cartridges reloads present. The reload (b) was received fully fired and with damage on cartridge deck. The reload (c) was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the staples malformed. During the lobectomy, after fired, found the staples malformed with irregular shape. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Per photographic evaluation: three photos were provided. Picture one shows the handle of a device with the battery loaded and the triggers open. Picture two shows a white reload from bottom view with the pan missing. The sled can be seen in the distal end. Picture three shows a white reload from the top view. The reload can be seen fully fired. Based on the photos reviewed, the event describe cannot be confirmed. Please see device analysis.